Event description:
The physician successfully completed the right posterior communicating artery (pcoma) stent assisted aneurysm coiling procedure. The patient reportedly suffered a massive right frontal lobe infarction three days after the procedure. The physician stated that the pt did not receive any additional intervention as a result of the post-procedural complications. The pt was discharged from the hosp, and expired later, the date is unknown.

Manufacturer narrative:
No allegation of device malfunction or non conformance. Additional info regarding the event was requested and the following was determined: there were no difficulties encountered during the procedure that could have contributed to the pt's post procedure complications. There were no procedural complications. In the physician opinion, the complaint causally was not related to a boston scientific device. The physician did not allege any malfunction of any device for this procedure.